Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer contacted philips healthcare to report that they were unable to display an exc waveform in wave sector 1 and 2 and observed a "check limb leads message" on the display. There was no pt involvement.